Event description:
Ethicon green contour stapler opened to the field, red safety removed and handed to the surgeon who discovered it was loose. Scrub and surgeon both adjusted the stapler load without success. Surgeon decided to open another stapler instead of using the defective one to prevent risk to the patient.